Manufacturer narrative:
Per the physician, the bleeding was not related to the ion device, but was attributed to the (close) proximity to smaller vessels in the periphery of the lung. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding. The patient had a history of chronic obstructive pulmonary disease (copd), but all labs were normal prior to the procedure. The biopsied lesion was 1.3 cm in size and located in the right lower lobe - posterior segment in the middle of the pleura. A 21g flexision needle was utilized for biopsy, and bleeding occurred during the last few biopsies (3-5). The physician reported that, as the ion catheter was being removed and a bronchoscope was being inserted to clean up, the physician noticed that there was a peripheral lung bleed. Iced saline was used to halt the bleeding, but the patient desaturated; therefore, the patient was briefly placed on extracorporeal membrane oxygenation (ECMO). The lung area was cleared of blood, and the patient was decannulated from ECMO without issue. Per the physician, the bleeding was not related to the ion device, but was attributed to the (close) proximity to smaller vessels in the periphery of the lung. The diagnosis was non-diagnostic, and the patient is scheduled for a lobectomy. The patient was discharged from the hospital to home in good condition 4-5 days post-procedure.